Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: corrected: patient identifier. Concomitant medical devices: 13-103206 321160 taperloc por red/lat 12.5x145; 15-106050 796130 m2a-38 50mm cup non flared.

Event description:
It was reported that a patient underwent a left hip revision procedure eight years post-implantation due to pain and pseudotumor formation related to metal-on-metal issues. During the procedure, the head was removed and replaced. An active articulation bearing was also implanted. A cavity covered with cloudy, milky fluid was found. The tissue was thick, and the capsule was ballooned into cystic formation. A black staining on trunion was found. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain."

Event description:
It was reported a patient underwent a left hip revision procedure eight years post-implantaiton due to pain and pseudotumor formation related to metal-on-metal issues. During the procedure, the head was removed and replaced. An active articulation bearing was also implanted.